Manufacturer narrative:
A ge service rep performed an on site investigation. The iris pot problem was verified, but could not duplicate the memory full error. While on site replaced the aspect box hand control that was dropped and broke. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system presented intermittent memory full and iris pot error messages. After rebooting the system work the rest of the day. No patient injury was reported.